Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event was confirmed, and the device did not meet the standard specifications and function. It was determined that the ¿image is not displayed¿ due to failure of the patient board set. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center had no image, and there was no error code being displayed. The event was found during preparation for use in a diagnostic procedure. The procedure performed was a single balloon enteroscopy. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.